Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 04-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Customer had performed a meter to meter comparison on morning of call and had obtained a result of 136 mg/dl using the true result meter and 111 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 100-115 mg/dl. The customer feels well and did not report any symptoms. Wife reported that on (B)(6) 2021 customer had gone to the hospital due to the high blood glucose test results obtained. Customer had tested using the true result meter, obtained a result of 250 mg/dl fasting, had tested again an hour later and obtained 150 mg/dl. That afternoon, customer had tested and obtained 500 mg/dl (fasting/non-fasting status was not disclosed). Customer had then gone to the hospital; customer's blood glucose test result at the hospital had been 160 mg/dl (fasting/non-fasting status was not disclosed). Customer did not receive any diagnosis/medical treatment; customer had been discharged and advised to follow-up with his doctor. The reported results from (B)(6) 2021 were unable to be verified in the meter's memory. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. Customer has discontinued product - customer has true result meter and truetest test strips. Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 07/31/2012. Customer was upgraded to true metrix product line. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned. Customer returned expired test strips-- unable to test. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012-product expired.